Event description:
It was reported to philips that the device had a ECG fault. The device was reported as being available for clinical use at the time of the event. However, the initial reporter confirmed that there was no adverse patient impact.